Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the service center. The customer contact did not provide programming parameters. A review of the device history indicated on the customer's reported event date of (B)(6) 2013 at 1600, the device was powered on. There are no further entries for the customer's reported event date of (B)(6) 2013. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. At an unspecified time, the pump was programmed to deliver an unspecified medication and the delivery started. No specific programming parameters were provided. It was reported that within "a short time," the nurse noted the display was incrementing as if delivering; however, there were no drips noted in the drip chamber and no medication was delivered to the pt. The device was removed from clinical service. Therapy was resumed using a replacement device. No specific event details were provided. There were no reports of adverse pt effects. No medical interventions were required. During at the user facility, the device passed testing. Though requested, no add'l info was provided.